Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2022 for dislocation. Approximately 10 weeks after the first surgery. The surgeon explanted 1 humeral cup (36/9), 1 humeral spacer (9) and 1 humelock reversed stem (31/10). The surgeon implanted 1 eccentric taper adapter (24/10) and 1 offset cocr head.